Manufacturer narrative:
Weight, ethnicity, race: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5_12.6, -3.0/+4.5/093 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2021, the lens was explanted and then replaced with a shorter lens, the surgeon reporting a vault value of 1288um, significant reduction of irido-corneal angles (ica), and pas. The vault value post-exchange reported value is 746um; the problem is marked as resolved.

Event description:
The reporter indicated that a 12.6mm vticm5_12.6, -3.0/+4.5/093 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2021, the lens was explanted and then replaced with a shorter lens, the surgeon reporting a vault value of 1288um, significant reduction of irido-corneal angles (ica), and pas. The vault value post-exchange reported value is 746um; the problem is marked as resolved.

Manufacturer narrative:
Weight, ethnicity, race: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).